Event description:
The physician used a cook endoscopy acusnare polypectomy snare for a polypectomy procedure. The snare cut partially through a large polyp and then would no longer conduct current. Another snare was used and cautery was effective in order to complete the procedure. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Our evaluation of the returned device was unable to confirm the report. The snare extends and retracts properly with handle manipulation. During our evaluation the snare was connected to an ohm meter to check for electrical continuity. The snare passed the continuity test. The snare was then connected to an electrosurgical unit and current was applied without incident. The snare cut and cauterized the sample as intended. The device functioned properly and was found to be within the appropriate specifications. A discrepancy that could have contributed to the reported observation was not observed with the returned device. Three additional sealed products from the same lot were subjected to the same test detailed above. The three sealed products functioned properly. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the six month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to determine a cause for the reported observation because the devices met the applicable specifications and functioned as intended. A definitive cause for the reported observation was unable to be determined. Proper application of cautery is dependent, in part, on a secure connection to both the active cord and the electrosurgical unit. It is also dependent upon the condition of the active cord used with this product. The information provided did not suggest the active cord contributed to the reported observation. The instructions for use direct the user to follow the electrosurgical unit manufacturer's guidelines for settings prior to activating the electrosurgical unit. The user is also directed to verify the settings are correct prior to use of the snare. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure proper connection to the active cord. The functional test includes verification of conductivity using an ohm meter. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the device functioned as intended and the reported occurrence was unable to be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.